Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a procedure (date is unknown). According to the complainant, on (B)(6), 2012 the patient went to see the physician and it was noted that half of the internal bolster was coming out of the stoma site. The physician attempted to push the bolster back inside of the stoma, however was unsuccessful. The physician cut the visible part of the internal bolster off of the device. A new incision was made in the stoma site and the device was replaced with a non-boston scientific peg tube.

Manufacturer narrative:
Although the exact patient age or date of birth is unknown, the patient was reported to be born in 1938. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.